Event description:
It was reported the hard drive was defective with the thumbnail images intermittently black or not displaying. The defective hard drive resulted in a loss of pt data. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced but the software could not be installed. The spc pcb was determined to be defective. No further repair info is available.